Manufacturer narrative:
(B)(4). Final analysis found that four filars of the proximal coil were fractured and the distal insulation damaged at 29.0 cm from the connector pin as a result of clavicular crush.

Event description:
It was reported that the patient presented to the hospital complaining of physical weariness. A lead impedance anomaly was confirmed. ECG revealed irregular sensing and pacing anomalies. During lead revision, the lead insulation and coils were noted to be damaged. The lead was explanted and replaced.